Event description:
On (B)(6) 2012, abbott point of care was contacted by a distributor who reported that while performing new equipment/incoming testing prior to distribution of product to customer the a/c adaptor short circuited and emitted smoke. The downloader and power adaptor will be returned for investigation. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. The failure was due to a power supply failure.

Manufacturer narrative:
(B)(4).